Event description:
It was reported the customer had a weak battery alarm on their insulin pump. Customer also stated they were replacing their battery every two days. Customer's blood glucose was 163 mg/dl. It was also found the customer had a battery out limit alarm and a failed battery test alarm on their insulin pump. Troubleshooting did not find any damage to the customer's battery compartment or the contacts on their battery cap. Customer also had a displayable history check failed on start up alarm. Customer requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test alarm, battery out limit, or weak battery alarm noted. Unit functioned properly. Displayable history check failed on startup alarm noted in alarm history screen due to corrupted history files. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.